Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  The reported condition was duplicated and confirmed. The front end was frozen and corroded  the assignable root cause was determined to be immersion during cleaning.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during prior to surgery, it was discovered that the battery oscillator device did not ¿work when hooked up to the battery.¿ there were no delays to the planned surgical procedure as a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.